Event description:
It was reported that the ilet sensor displayed low glucose readings for several hours while the user was away from home, during which the user could not perform a confirmatory fingerstick and was treated with oral glucose tablets; the event was associated with an uncertain device issue given prior sensor concerns and limited information. Symptoms included hypoglycemia, though the user reportedly had no physical manifestations. Outcomes included an unexpected medical intervention in the form of medication required, specifically oral glucose. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.